Manufacturer narrative:
Medtronic received the following information from the journal article entitled: "rescue of proximal failure of endovascular abdominal aortic aneurysm repair with standard and fenestrated grafts." Pablo marques de marino, rafael d. Malgor, eric l. Verhoeven and athanasios katsargyris. J cardio vasc surg 2019 60 (2) doi: 10.23736/s0021-9509.19.10872-5. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The patients underwent elective implantation of a standard or fenestrated graft for proximal failure of the previous evar. The following events were reported: serious injury: re-intervention rupture.